Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit was showing an alarm "unusable battery in bay 1". There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation,findings,investigation conclusions,component codes),h11. Getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse replaced the battery (0146-00-0097) as a precaution. The fse ensured that the unit was charging in both bays and that the battery was displaying the charge. The unit was completely tested and confirmed to be operating correctly. The iabp was returned to the customer and approved for clinical use.